Event description:
On 09june2021, a client from (B)(6) notified biomérieux that they had an eqa failure while using the vidas® sars-cov-2 igg (9cog) test kit (ref. 423834, lot # 1008123920, expiry date: 04june2021). (Labquality april 2021) (B)(6) eqa sample s002. Initial: test value of 0.83 (negative). Repeat: test value of 0.81 (negative). Expected result: positive. There is no patient associated with this external survey sample; therefore, there is no adverse event related to any patient's state of health. The lot of this kit is now expired; however, a biomérieux internal investigation has been initiated. Note: reference 423834 is not sold or distributed in the united states. However, u.s-only product reference, 423834-01, has the same formulation and physical properties as reference 423834.

Manufacturer narrative:
Quality control records: there is neither CAPA nor non-conformity recorded on this vidas assay in link with the object of this complaint. Tests/analysis performed in the complaint laboratory control chart analysis the analysis was performed for: 4 internal samples with a positive target. 7 batches of vidas sars cov-2 igg including the customer lot. All the samples results comply with the specifications and the lot of vidas sars cov-2 igg mentioned in the complaint is in the trend compared to the other lots. Analysis of results issued by labquality program from april 2021 lq775821022, sample s002 one hundred and forty one (141) participants were involved in this challenge and forty five (45) reported a negative interpretation including vidas peer group (19 participants) and eight (8) reported a borderline result. Analysis of results issued from different external quality assessment programs since year 2020, the biomérieux complaints laboratory has subscribed to a french program of external quality assessment and tested quality sample as any clinical laboratory involved in the program (blind test). According to the reports issued by this program, the complaint laboratory has obtained an excellent score for all the samples tested: eight samples included 6 with an expected positive result and 2 with an expected negative result. All the results complied with the expected interpretation and the indexes obtained were within the acceptable ranges. Test on vidas sars cov-2 igg it was impossible to perform test on the lot mentioned by the customer 1008123920 because the batch was already expired at the time of the complaint record. Testing on internal samples: three positive samples were tested on the batches 1008397990 and 1008674550 of vidas sars cov-2 igg. The results obtained complied with the expectations with no significant difference between them and no evolution over time compared to the results observed before the batches release. Testing quality control sample s002: this quality control sample was tested on vidas sars cov-2 igg lot 1008674550. The sample gave a negative result with 0.75 tv (positive threshold= 1 tv). This quality control sample was also tested on a competitor method (euroimmun anti sars cov2 elisa igg ref 2606-96016). The sample gave also a negative result with a ratio of 0.77 (positive threshold= 1.1). Tests performed by out characterization department the sample s002 was also tested with an in-house western blot: using the same main raw materials as those used in the manufacturing of vidas sars cov-2 igg assay (rbd antigen and conjugate). Using a nucleocapsid antigen and an external rbd protein. The revelation were done using human immunoglobulin igm and igg. The samples showed to have mainly an immune reactivity of igg antibodies against nucleocapsid antigen. Regarding the immune reactivity of igg antibodies against rbd antigen, the intensity is comparable (slightly lower) to the reactivity of an internal sample close to the cut off on vidas sars cov-2 igg (slightly below: 0.97 tv). This result could explain the negative result observed with euroimmun method and the vidas result based on the investigations outcomes, there is no reconsideration of vidas sars cov-2 igg performances. The sensitivity of this vidas assay is not 100% and some discrepancies can be observed especially in case of mild covid 19. The results are in favor of a low level of igg antibodies with mainly antibodies against nucleocapsid antigen and a low level of igg antibodies against rbd antigen with an immune reactivity below the positive threshold of some methods. This aligns with the results observe on the report provided by labquality, a distribution of results between positive, borderline and negative interpretation. Feeback from labquality organization labquality organization does not have any clinical information regarding the donor that gave the sample involved in the manufacturing of the quality control sample s002. However, according to their feedback, the level of igg antibodies is very low, certainly close to the detection capability of the different methods. Conclusion according to the investigation, no anomaly was highlighted with the control chart analysis and the analysis of quality data. The complaints laboratory did not reproduce negative results when testing positive internal samples on vidas sars cov-2 igg lots 1008397990 and 1008674550. No testing was performed on vidas sars cov-2 igg lot 1008123920 because this lot was already expired when the complaint was recorded. The complaints laboratory obtained also a negative result when testing the quality control sample s002 from labquality on vidas sars cov igg lot 1008674550. The sample s002 gave also a negative interpretation using a competitor method (euro immun anti sars cov-2 igg). According to in-house western blot method, it seems that the sample s002 shows to have igg antibodies against nucleocapsid antigen and a level of igg antibodies against spike protein/rbd just below the positive threshold of vidas sars cov-2 igg method and euroimmun method. The investigation did not manage to identify any obvious root cause but according to the investigation outcomes, it seems that we are facing to a quality control sample with a low level of igg antibodies below the positive threshold of vidas sars cov-2 igg assay ref.423834. It is mentioned in the clsi guideline ep14-a3 that processed samples used as qc material (e.g eqa) can have matrix effect. ¿current scientific data suggest that such use of pt/ eqa results is not always feasible because of matrix effects. These processed materials us as pt/ eqa samples sometimes do not behave like patient samples routinely analyzed in the laboratory. Biases not generally seen with fresh biological fluids, are frequently seen with pt / eqa samples¿; according to the investigation, there is no reconsideration of any lots of vidas sars cov-2 igg ref 423834.